Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 10-june-24.the infusion set has been used for less than 12 hours.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.